Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause is that the ail pcb (air in line printed circuit board) out of calibration. The ail pcb has been recalibrated. Additional: a service history review has been performed and the device has not been previously serviced prior to this event.

Manufacturer narrative:
(B)(4). Correction/additional information: the sample receipt date was inadvertently omitted from the previous medwatch. A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation number (B)(4). The field corrective action number has been provided.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. There was no report of patient involvement, patient injury, or medical intervention. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery on channel a. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.